Event description:
The iab leaked. Blood was noted in the catheter tubing. As a result of the event, the pt had to go to the o.r. To have the iab removed. (Event complications: the iab was surgically removed in the o.r.- rpt'd 3/2/98. (Pt's current status: unknown- rpt'd 3/2/98.)